Event description:
The pt reported a study showed the pump was working, but the catheter was not delivering drug. Symptoms reported by the pt include a return of spasms and itching. The pt is scheduled for revision in may. The drug used in the pump is baclofen. Add'l info has been requested from the hcp, but was not available on the date of this report.